Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Eval results & conclusion: (dumbbell-shaped aaa).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm approx 1 month ago. Vessel morphology was reported as no tortuosity, no calcification, with an aortic neck angulation of 10 degrees. Aortic neck diameter was reported as 26-32mm with 1 cm in length. A CT scan one month post implant showed a proximal type I endoleak with no migration. There was not full apposition of the graft at the infrarenal neck. Approx 2 months post initial implant another MFR's stent graft was successfully implanted for the proximal type I leak (MFR 2953200-2011-00191). There was also a distal type I leak of the contralateral limb, which was repaired with an aneurx cuff. The leaks were mainly related to the dumbbell-shaped aaa (aaa diameter reduced and then re-enlarged), which was hard to seal both proximally and distally. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (dumbbell-shaped aaa).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm approx 1 month ago. Vessel morphology was reported as no tortuosity, no calcification, with an aortic neck angulation of 10 degrees. Aortic neck diameter was reported as 26-32mm with 1 cm in length. A CT scan one month post implant showed a proximal type I endoleak with no migration. There was not full apposition of the graft at the infrarenal neck. Approx 2 months post initial implant another MFR's stent graft was successfully implanted for the proximal type I leak (MFR 2953200-2011-00191). There was also a distal type I leak of the contralateral limb, which was repaired with an aneurx cuff. The leaks were mainly related to the dumbbell-shaped aaa (aaa diameter reduced and then re-enlarged), which was hard to seal both proximally and distally. No add'l clinical sequelae were reported, and the pt is fine.